Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt100 adult breathing circuit is currently in f&p (B)(4) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an rt100 adult breathing circuit failed ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt100 adult breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit or the dryline. The pressure test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak alarm as reported by the customer, as no fault was found with the returned device. All rt100 adult breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt100 adult breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor on behalf of a healthcare facility in japan reported, via a fisher & paykel healthcare (f&p) field representative, that an rt100 adult breathing circuit failed ventilator leak test before use. There was no patient involvement.